Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive; the numbers were ramping up on their own. The customer's blood glucose was 532 mg/dl and was not treated. The customer stated that they disconnected the device the night prior to the phone call because they had to go to the church and the numbers on the device were ramping up. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners; cracked reservoir tube lip. Numbers did not ramp up on its own or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.